Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to a malfunction power cord plug/prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.